Manufacturer narrative:
The atrial lead was subsequently removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been admitted to the hospital due to respiratory distress. Device interrogation identified increased pacing impedance measurements and threshold measurements on the atrial channel. It was reported that the changes in the atrial measurements occurred following a revision of the competitive right ventricular (rv) lead. No adverse patient effects were reported.